Event description:
It was reported that, "when drilling the femoral peg holes, the 3-6 drill got stuck in the drill guide. Another drill guide was used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.